Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received insulin pump error occurred twice. Customer's blood glucose level was unknown. Customer was received a new key ring that he was wearing that had a magnet attached to it. Insulin pump will not be returned for analysis.